Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Gabrielli r, siani a, smedile g, rizzo ar, accrocca f, bartoli s. Carotid artery stenting versus carotid endarterectomy in terms of neuroprotection dw-MRI detected and neuropsychological assessment impairment. Ann vasc surg. 2024 jan;98:68-74. Doi: 10.1016/j.avsg.2023.05.046. Epub 2023 jun 29. Pmid: 37392855..

Event description:
It was reported per literature that in a prospective, observational cohort study, patients received carotid endarterectomy (cea) or carotid artery stenting (cas). Adverse events were collected at 30 days and 6 months post operatively. It was reported that with the cas group, the filterwire ez embolic protection system was successfully used as intended and stenting of the stenosed internal carotid artery was performed in all patients. The carotid wallstent self expanding stent system was used in all cases, and all stentings were performed via femoral artery access. Two patients developed a groin hematoma that was treated conservatively without blood transfusion and resolved within 6 days. Three minor strokes occurred 0 to 3 hours after the procedure with diffusion-weighted magnetic resonance imaging (dw-MRI) microembolic lesions. One major stroke was observed at 6 months follow up. One event of myocardial infarction was noted and 5 events of cumulative 6 months stroke were noted.